Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device is unavailable for analysis. It was also reported that the patient underwent surgery to access the previously implanted sleeper device on (B)(6) 2013. This report is filed (B)(4) 2013.